Event description:
The customer reported that the system displayed a 'filament regulator' error during pt cases. No pt or user injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The ma nulls were adjusted and the filament was evaluated and recalibrated. The system was tested and found to be working as intended and returned to service.